Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical trial case 2. It was reported that post synergy stent placement, stent thrombosis occurred. The patient presented for treatment with a non-st elevation myocardial infarction and a synergy drug eluting stent was placed in the left circumflex. Twenty-five minutes post procedure, stent thrombosis was noted. The event was treated with repeat percutaneous coronary intervention.